Event description:
It was reported that when connected to the console, the core impaction drill displayed an overheating and bias current error on the console. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A f/u report will be filed when the quality investigation has been completed.